Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced a burning sensation at the midline incision. The patient also had pain. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.